Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
The customer contact reported a delay of critical therapy during an alarm condition. On an unspecified day and time during a "code", one unspecified channel of the device was programmed to deliver an unspecified vasoactive medication. The second channel of the device was programmed to deliver an unspecified saline solution at a rate of 999 ml/hr and distal occlusion setting of 10 psi. The deliveries were started. No further programming parameters were provided. The nurse reported that "while doing chest compressions", the device sounded an audible alarm tone for distal occlusion on the channel delivering the saline solution via the distal port of the triple lumen. The distal occlusion setting was reprogrammed to 15 psi and the delivery restarted. After an unspecified length of time, the same channel of the device alarmed for distal occlusion during "chest compressions". It was reported the channel of the device that was being used to deliver the unspecified vasoactive medication was not affected and continued to deliver. After an unspecified length of time, it was reported the pt expired. The customer contact indicated that the user facility has not pursued or believed the device malfunction caused the pt's death. Though requested, no add'l info was provided.